Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date:monitor: 06/09/2015, belt: 10/20/2017.

Event description:
A us distributor contacted zoll to report that a patient had passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recordings, the device was started up at 05:59:45 on (B)(6) 2021. An arrhythmia was detected at 08:36:50 on (B)(6) 2021. Per the continuous ECG recording, the patient was in a paced rhythm at 70 bpm which degraded to vf with CPR/motion artifact and pacemaker spikes. CPR/motion artifact prevented the lifevest from treating the patient during vf. An arrhythmia was detected at 08:41:43. Per the continuous ECG recording, the patient was in vt at 120 bpm with pacemaker spikes. The electrode belt was disconnected one second later at 08:41:44. It was not reported who disconnected the electrode belt. The patient passed away in the hospital on (B)(6) 2021.